Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two hours after treatment with a polyflux 14l, a crack at the cap of the dialyzer was observed resulting in a dialysate leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. The visual inspection of the three provided photos shows the product during treatment. The first photo shows a drop of water on the edge of the header cap but the root cause for the leakage is not visible. Photo two shows the upper foil (paper) with the apac label and photo three shows a product in its original packaging with the product label. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.